Event description:
It was reported that during prophylactic replacement surgery fluid was seen in the lead and the lead as well. It was reported that device diagnostics were within normal limits and no adverse events were seen. It was reported that the explanting facility discarded the lead and it will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.